Event description:
The rigid/rear end of the guidewire has either a small thickening/ball that makes it almost impossible to introduce a catheter over the guidewire, or that the outer "coating", ie the green part / the coating "falls off"/releases/becomes loose, which has the same consequence; that the catheter cannot introduce over the guidewire. Both problems occur at the rear end of the guidewire. This is a potential critical error, as it has meant that we had to change the guidewire in the middle of a procedure, which is why we had to introduce a sharp needle into the patient's kidney twice, with an increased risk of bleeding, etc. Fortunately, nothing happened. We have just implemented that all guidewires must be tested before they are used until we know the extent of the problem and/or have a solution. According to customer m-drain 7f.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
The rigid/rear end of the guidewire has either a small thickening/ball that makes it almost impossible to introduce a catheter over the guidewire, or that the outer "coating", ie the green part / the coating "falls off"/releases/becomes loose, which has the same consequence; that the catheter cannot introduce over the guidewire. Both problems occur at the rear end of the guidewire. This is a potential critical error, as it has meant that we had to change the guidewire in the middle of a procedure, which is why we had to introduce a sharp needle into the patient's kidney twice, with an increased risk of bleeding, etc. Fortunately, nothing happened. We have just implemented that all guidewires must be tested before they are used until we know the extent of the problem and / or have a solution. /according to customer m-drain 7f.

Event description:
The rigid/rear end of the guidewire has either a small thickening/ball that makes it almost impossible to introduce a catheter over the guidewire, or that the outer "coating", ie the green part / the coating "falls off"/releases/becomes loose, which has the same consequence; that the catheter cannot introduce over the guidewire. Both problems occur at the rear end of the guidewire. This is a potential critical error, as it has meant that we had to change the guidewire in the middle of a procedure, which is why we had to introduce a sharp needle into the patient's kidney twice, with an increased risk of bleeding, etc. Fortunately, nothing happened. We have just implemented that all guidewires must be tested before they are used until we know the extent of the problem and / or have a solution. /according to customer m-drain 7f.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. Two unsealed guidewires were returned by the customer. A visual and dimensional inspection was performed on the returned product. The visual inspection established that both of the returned guidewires had damage to them on the proximal end. The weld balls on both of the guidewires was measured and it was confirmed that the outside diameter was out of specification according to drawing dwg-g205102-2. It is likely that the welds were not buffed enough after the welding process. (.0371 & .0383 proximal and .0348 & .0348 middle) since the manufacture of this lot, a training on the welding and buffing step was implemented as well as a template for a visual standard was also provided.